Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer curve access system (was) was selected to be used. During the procedure the physicians performed a standalone closure device implantation on a patient with a known baseline pericardial effusion that was confirmed during the pre-procedure imaging assessment. The patient had two pacemaker leads and significant scoliosis, resulting in cardiac rotation and creating challenges with transseptal access. The physician experienced difficulty engaging the fossa ovalis due to the rotated anatomy, and visualization of the optimal tenting location was further complicated by the presence of the pacemaker leads. To improve septal engagement, the physician exchanged for a versacross kit to achieve additional curvature. During one of the attempts to drop down onto the septum, the exact tenting location could not be clearly visualized. The physician reported feeling a pop and advanced the wire, however, fluoroscopy showed the wire in an unusual, very posterior position. Recognizing this, the physician immediately withdrew the wire without advancing the was sheath or dilator. The physician assessed the pericardial effusion at that time and noted no increase in size. During a subsequent transseptal attempt, the tenting was clearly visualized in a low and posterior location, which the physician confirmed was acceptable, and successful transseptal access was achieved. While exchanging the was over the versacross wire, the wire slipped out of the left superior pulmonary vein (lspv). The physician temporarily lost visualization of the wire, which was eventually identified with the pigtail positioned toward the right superior pulmonary vein (rspv). The physician elected to proceed with the exchange using the wire in the right superior pulmonary vein (rspv). During fluoroscopy, the physician inquired about the patient's blood pressure, and the anesthesiologist stated that it was acceptable and being actively managed. Although the patient's condition was gradually worsening, the team proceeded with increased urgency and successfully deployed the closure device on the first attempt. Position, anchor, size and seal (pass) criteria were met, and the closure device was released. A subsequent transesophageal echocardiography (tee) assessment performed by the physician revealed enlargement of the pericardial effusion. The physician then performed a pericardiocentesis, aspirating approximately 300cc of dull colored blood from the pericardial space. The physician observed that the pericardial fluid was beginning to clot. Following drainage, the physician determined that the patient had stabilized. The patient was transferred to the cardiac care unit (ccu) with the pericardial drain left in place. On follow-up the next day, an additional 200cc of dull colored blood had been drained. The patient is expected to be discharged if there are no more issues.